Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 548 mg/dl. The customer had symptoms of feeling like throwing up. The customer is reporting calibration not excepted with his sensor. The customer reported ok and completed troubleshooting. The product will not be returned for analysis.